Manufacturer narrative:
Analysis of the pump on 2017-jan-25 revealed power on reset of an undetermined cause and a low battery reset of an undetermined cause. Regarding analysis, it was noted in the logs that this pump suffered a power on reset, however during analysis no anomaly could be found that would cause a power on reset. The hybrid was therefore sent to mtc for further analysis and if root cause is established the analysis findings may be updated. As per the pump¿s log, the following medications were being administered at a minimum rate as of (B)(6) 2016: baclofen with concentration 2,000.0 mcg/ml a dose rate of 12.2 mcg/day and dilaudid with concentration 3.0 mg/ml at a dose rate of 0.0183 mg/day.

Manufacturer narrative:
Additional information regarding analysis was available (B)(6) 2017. An analysis report was received from mtc with the following conclusion: pal analysis found the hybrid to be fully functional with a nominal static current drain of 5.2 a average. No solder bump shorts were observed. The cause of the watchdog power on reset (por) could not be determined. The request has been completed and reviewed by pal personnel and the report had been provided to the submitter (manufacturer). Due to this finding, the previously reported analysis finding of power on reset of undetermined cause will remain unchanged.

Event description:
Information was received from a manufacturer representative regarding a patient receiving compound baclofen 2000mcg/ml for a total dose of 310mcg and dilaudid (hydromorphone) 3.0 for a total dose of 0.46 via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2016 alarms sounded and patient became more spastic. It was noted there was no environmental, external, or patient factors that may have led, caused, or contributed to the issue. It was noted the pump was re-updated, but battery continued to deplete. It was noted the pump was replaced on (B)(6) 2016 due to premature battery depletion, and the issue was resolved at time of the report. Patient status was alive-no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep stating that the patient had experienced beeping, and logs showed that the battery depleted. The patient recovered without sequela.

Event description:
Additional information noted that the previous information had been received by a health care professional. The cause of the battery failure was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.